Manufacturer narrative:
The insulin pump was received with a partial display due to a faulty liquid crystal display board.

Event description:
The mother reported that the insulin pump was missing segments on the screen. Advised that the insulin pump would be replaced, nothing further was reported.